Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received from the manufacture evaluation stating the leads were fractured.

Manufacturer narrative:
The reported event of no paresthesia sensation regardless of programming was confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 45.8cm distal to the terminal end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-03432. It was reported that during a post-op appointment the patient was having no paresthesia sensation. Troubleshooting took place but were unsuccessful. Surgical intervention may take place at a future date to address the issue.